Manufacturer narrative:
Updated data: b1. Adverse event and product problem. B2. Outcome attributed to adverse event. B5. A second paragraph was added. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that intervention was required. The event is now a reportable serious injury. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, approximately 10 years after the implant of this 29 millimeter (mm) transcatheter aortic bioprosthetic valve, in a patient with aortic stenosis (as) at baseline, the valve failed due to severe as with an ejection fraction of 45-50%. Of note, the patient had a left atrial appendage with placement of an existing non-medtronic closure device with possible thrombus/plaque observed. No treatment plans were reported. No patient complications were reported as a result of this event. Additional information was received that eight days later, a 26 mm non-medtronic transcatheter valve was implanted valve-in-valve. F ollowing this procedure, the patient was hospitalized due to vascular complications not revelated to the medtronic valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, approximately 10 years after the implant of this 29 mm transcatheter aortic bioprosthetic valve, in a patient with aortic stenosis (as) at baseline, the valve failed due to severe as with an ejection fraction of 45-50%. Of note, the patient had aleft atrial appendage with placement of an existing non-medtronic closure device with possible thrombus/plaque observed. No treatment plans were reported. No patient complications were reported as a result of this event.